Event description:
The dealer states that the bar with the 2 inch vertical angle bars that drop down to a horizontal angle bar is bent inward. The dealer has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information is received.